Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015 due to having swollen liver and difficulty breathing. The cause of death was liver failure, kidney shut down, and pneumonia. The caller stated that the problems started sometime in (B)(6), 2015. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of passing; she had been disconnected for four weeks prior to death. The caller stated that the customer was conscious during illness, so the spouse removed the insulin pump. The customer was using sensors but was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis.